Manufacturer narrative:
Continued: PMA (510k) #: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 presented with powder, a small amount of clear fluid, and minor kinks throughout the length. Catheter #2 presented with bends at the proximal end but did not contain any powder. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge upon deactivation and was fully punctured. The foam insert was present inside the handle with the slits in the foam facing downward toward the co2 cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device sprayed nonstop. No issues were noted with the activation process. Catheter #1 was tested with the returned device and did not spray powder. Catheter #2 was tested with the returned device and sprayed powder nonstop. The handle was disassembled and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and the inside wall as well as the internal components were found to have a thick layer of powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was a clogged catheter. When the device was tested with a new co2 canister, the device sprayed nonstop without a catheter and with catheter #2 - however, catheter #1 was completely clogged and would not spray powder. The nonstop spray was due to powder in the low pressure valve, which can cause the device to be stuck in the open or closed position. This could have resulted in the co2 loss seen by the user and can be caused by a clogged catheter creating backflow and pushing powder back into the components of the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that when they went to twist the red cap to activate the system, the co2 [carbon dioxide] rushed out of the handle of the device. They then removed it from the scope. It did not spray any powder. The procedure was successfully completed with another device of an unknown type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.